Event description:
The below narrative includes an initial report plus subsequent f/u info received shortly after: (B)(6) male started using hyalgan for osteoarthritis. The pt was reported to have no relevant medical history, but the pt's chart was not available to the reporter. The pt's relevant concomitant medications and past drug history are unk. The pt's relevant tests/laboratory data are unk. On (B)(6) 2012, the pt began using hyalgan once weekly in bilateral knees for 5 weeks for osteoarthritis. All of the injections given to the pt were from the same lot number. On (B)(6) 2012 or (B)(6) 2012, within 2 days of receiving his last hyalgan injection, the pt began to develop lower back pain. The pt's symptoms worsened within a week, and the pt visited multiple urgent care centers on an unspecified date where he was told that he was fine. On an unspecified date, the pt experienced rigors and shaking and he was taken to the emergency department where he was diagnosed with a para-pelvic abscess. The pt had his first of several surgeries in the (B)(6) 2013. On an unspecified date, the pt was in the intensive care unit for sepsis. On an unspecified date, the pt experienced confusion. At the time of this report the pt's condition was improving but he was still in the hosp. The outcome of the described events is unk. The reporter stated that all adverse event info was reported to him by the pt's wife and that he had no further info. Add'l info was received from the reporting physician: the physician reported that he did not have the pt's chart and did not know the pt's medical history or concomitant medications. The pt did not reinitiate the hyalgan injections. The pt's knee was normal prior to the hyalgan injections. After receiving the injection, the pt did not know what it was like as he did not see the pt again. The reporting physician stated that he did not know what the final diagnosis was as he was not the treating physician. He also stated that the physicians are unsure as to what the abscess is from and if there are any other sources causing the infection. The pt was in the ICU and had three urgent surgeries, dates unk, in order to clean the abscess. The reporting physician stated that the pt was "doing better" and was out of the ICU. The reporting physician provided the name of the treating physician. At the time of this report, no further info was obtained.

Manufacturer narrative:
The quality assurance dept at fidia farmaceutici spa - the MFR - have already performed a deep eval of the production and quality control documentation relative to the involved batch. This eval has included a review of the production process, in-process controls, sterilization print-out, bioburden results, release results and the eval of the quality characteristics of the raw materials and components used in the manufacture of batch 139100. From this eval, no anomaly was found and the lot is considered perfectly in compliance with the specs. Moreover, the quality assurance department at fidia has already started its investigations on the reserve samples. Specifically, they are repeating the sterility tests, already performed at time the batch was released, to categorically exclude any microbiological contamination jeopardizing the health of the consumer. The results of investigations will be provided as soon as available. Pharmacovigilance comments: this adverse event was temporally related to the treatment with hyalgan, but apart from that there are no other reasonable grounds (clinical or laboratory findings, evidences from literature) for determining that the intraarticular administration of hyalgan in the knees may have caused or contributed to the event, even though no other causes have been found at the present. The only case of para-pelvic abscess recorded worldwide since 1987 when the product was first put on the market, is the present one. A pelvic abscess usually occurs when there has been a previous surgery. No details regarding the pt's medical history are available at the time being. It should be noted that the pt received hyalgan in the knees and did not experience any signs or symptoms of local infection. This case will be followed up to better characterize these adverse events. (B)(4). On 11/28/2011, the FDA granted the permission for the MFR fidia farmaceutici s.p.a. To submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceutici s.p.a. And imported into the USA by (B)(4). As a consequence, fidia farmaceutici s.p.a. (The MFR) is submitting this report on behalf of (B)(4) (the importer). The present MDR report satisfies the reporting obligations for both companies.